Event description:
Cytyc's technical support dept received a call from a lab operator who stated that a dr's office contacted them and reported and that a young boy had ingested a preservcyt solution vial. It is unk whether the vial contained the pt's sample and a follow up call placed by technical support following the potential injury did not reveal any add'l info. Detailed info regarding the boy's state of health is not available at this time. If cytyc becomes obtaines add'l info it will be forwarded to the FDA via a supplemental report.

Manufacturer narrative:
Na